Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Section 6 of the IFU, ¿patient care and management, lists infection as a potential late postimplant complication. Additionally, this section and several sections of the patient handbook include information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient used medline saline solution two to three days a week from august to november. On (B)(6) 2023, the patient was found to have a new driveline infection with acelis sterile saline solution from the provided dressing kit as a suspect for the contamination. The cultures from (B)(6) 2023, while the patient was using the affected saline was pseudomonas aeruginosa. On (B)(6) 2023, the patient was admitted to the hospital and an incision and drainage (I&d) procedure was performed. The operating room culture from the I&d also grew pseudomonas. However, it was also noted that no organisms grew on the saline solution bottles that were tested at west virginia university medicine (wvum). It was reported that the patient had pain at the driveline site, redness, erythema, and drainage and the patient was placed on intravenous antibiotics. The patient was prescribed oral doxycycline, minocycline, bactrim (trimethoprim/sulfamethoxazole), and levaquin (levofloxacin) and was discharged on (B)(6) 2023. On 02jan2024 it was noted that the infection was still ongoing but has improved and the patient no longer required antibiotics. The patient continued with changing dressings and wound cleanser with saline for dressing care.

Event description:
It was reported that the patient was found to have a new driveline infection with acelis sterile saline solution from the provided dressing kit as a suspect for the contamination. There were no alarms from the left ventricular assist device. The patient was undergoing culture testing of the driveline exit site. Additionally, tests were being performed on the patient's sterile saline supplies for a possible source of contamination.

Manufacturer narrative:
Acelis notified abbott of recall reference #: (B)(4), recall code: re167655 regarding the contaminated sterile saline solution. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.